Event description:
Index surgery 2011, old aequalis cemented anatomic stem and aequalis keeled glenoid. Done for implant loosening on glenoid side. Cemented stem was still well fixed. Suspected infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected devices were not returned. Photos of explanted devices are not sufficient to carry out product inspections. No significant defects could be noticed on the devices implanted for 14 years. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Index surgery 2011, old aequalis cemented anatomic stem and aequalis keeled glenoid. Done for implant loosening on glenoid side. Cemented stem was still well fixed. Suspected infection.